Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer was receiving an average of 35 units of insulin per day and that normally, customer receives 50-80 units per day. During troubleshooting with tandem technical support customer reviewed pump settings and confirmed that pump setting did not coincide with customer's previous pump settings. Customer's blood glucose level was impacted. Customer was directed to health care provider for specific pump settings.